Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 88 days. No equipment was returned for evaluation. A correlation between the device and the reported event could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after approximately 88 days of support, the patient was found down at home with low flow alarms sounding from the system controller. The patient was found to have an anoxic brain injury. After two weeks of no recovery, care was withdrawn and the patient expired on (B)(6) 2016. It was reported that the device was working as expected. No additional information was provided by the patient's family and no equipment or log files were available.